Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system required a witness login to access pyxis. The fingerprint authentication was not working, and the screen displayed that login required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and observed prior user activity with no maintenance notice displayed. Customer rebooted the station and confirmed with the customer that after reboot the notice cleared and verified with the customer that the issue was resolved. The system functioned as intended after the customer resolved the issue.